Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number (B)(4). One used sample in open packaging was returned by customer for evaluation. The house retain samples were unable to be tested because a proper lot number was not provided. The provided sample was visually evaluated with passing results. The set was functionally tested for leakage as per specification with passing results. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as event 3 of b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Event 3: as reported by the user facility: "normal saline and blood leaked from the primary IV pump tubing. The leak is occurring around the clear circular disc-looking device, just above the slide clamp in the tubing. The pump was infusing on a patient at the time of leakage."